Manufacturer narrative:
Results evaluations codes: smiths medical is unable to fully evaluate this report as the user facility did not return the samples involved in this report. A review of our complaints database shows no similar reports on this device lot number. Based on history, this type of event is typically caused by the user hitting the bone.